Event description:
Related to MFR report # 2183959-2012-03195, related to MFR report # 2183959-2012-03198, related to MFR report # 2183959-2012-03202. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.